Event description:
Meter was reading inaccurately high. The pt stated that on the day of the event, 4/14/2006, the pt tested his blood glucose at 10:30 a.m. And obtained a result of 118 mg/dl. He reported no symptoms at the time of testing. He took 10 units of "insulatar", which is on a sliding scale based on his meter result. He then ate a light breakfast consisting of milk, coffee, bread, and butter. He went into his garage at 11:30 a.m. And had no hypoglycemic symptoms. He reported that as soon as he sat down, he lost consciousness. He was alone in the garage for 7 hours. A man found him at 6:30 p.m. And called the paramedics. He recalled the nurse stating that his blood glucose was approx 40 mg/dl when he was found. He does not know if the paramedics treated him. At the hosp, he thinks that his blood glucose was 115 mg/dl, but he does not remember the exact result. The pt stated that he had not tested on the meter since the hosp visit, however, the memory showed several results that were obtained on 4/16/06. According the the lfs rep that the date and time were incorrect in the meter. The pt also reported obraining any apply sample message on 4/16/06, which does not correlated with the pt stating that he did not test on his meter. He took the meter to the pharmacy because of the apply sample issue, which was not resolved with troubleshooting. This complaint is being reported as the applys sample was not resolved and on the day of the event, the meter read normal and the pt lost consciousness soon after testing, which required medical intervention. A replacement meter has been sent.